Manufacturer narrative:
The customer¿s report of a device failing to alarm for occlusion was neither confirmed nor replicated. The pcu event log shows pump module s/n (B)(4) was programmed to infuse propofol 10mg/1ml (drugid 421) at a rate of 78.3ml/hr with a vtbi of 90ml at 1:26 pm on 29 may 2019 and ran until 3:10 pm when the device was channeled off. The volume recorded as being infused during this period was 150.426ml. There were no alarms during this period. Functional testing performed found the pump module can detect both fluid side and patient side occlusions within specification. The disposable set was not returned for investigation. The root cause of the reported device failing to alarm for occlusion was not identified.

Event description:
It was reported that the device failed to alarm occlusion during a propofol 1000mg/100ml infusion programmed at a rate of 78.3 with a vtbi of 10 in the anesthesia department. The staff stated that the pump was not delivering the medication and there was no audible or visual alert/alarm. The customer is asking to have an event log review to determine if there were any occlusion alarms during the propofol infusion. The customer later stated that there were no known adverse effects caused to the patient from the event.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that the device failed to alarm occlusion during a propofol infusion.